Event description:
It was reported that sheath detachment occurred. The opticross hd imaging catheter was selected for use. The device was flushed and when imaging was performed, an abnormal sound was heard and twisting of the catheter shaft occurred. The device was inserted on the guidewire, however, resistance was encountered while advancing and when the device was checked, the shaft appeared cut off. The procedure was completed with another of the same device. There was no patient injury.

Manufacturer narrative:
A2 age at time of event: 18 years or older. The device was returned for analysis. During visual inspection the rotator and imaging core assembly were pulled out from the removed hub and imaging core (ic) windup was observed beginning 22.00cm from the distal end of the connector shaft. Microscopic inspection revealed pitting and degradation of the transducer housing consistent with saline damage. The guidewire exit port and tip were in good condition, but the imaging window was observed detached. Impedance testing showed an electrical open at the proximal wave form. A test guidewire was inserted and no indication of resistance while tracking the guidewire into of the catheter was noted. Pictures of the device provided by the site were reviewed and detachment of the imaging window near the lapjoint section was observed.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that sheath detachment occurred. The opticross hd imaging catheter was selected for use. The device was flushed and when imaging was performed, an abnormal sound was heard and twisting of the catheter shaft occurred. The device was inserted on the guidewire, however, resistance was encountered while advancing and when the device was checked, the shaft appeared cut off. The procedure was completed with another of the same device. There was no patient injury.